Manufacturer narrative:
Investigation completed on smiths medical ventilators/pneupac ventilators parapac plus . The reported device was a demo unit and described to be damaged on arrival for investigation. Device was received in damaged condition with cracked knobs and damaged faceplate. Investigation and testing verified complaint. O2 knob and CPAP knob are cracked. Device was not alarming because there was low battery. The cause is traced to being mishandled by user. Actions / repairs done to correct the reported (primary) problem: replaced knobs, and faceplate, installed new battery from pm kit. Device passed all testing.

Event description:
Investigation completed on a smiths medical ventilators/pneupac ventilators parapac plus.

Event description:
Information was received that a smiths medical pneupac parapac plus ventilator was used as a demo unit. The reporter stated that some of the alarms do not work and a few of the knobs have fallen off. No adverse effects were reported.